Manufacturer narrative:
Product ID 3037, serial# (B)(6); product type programmer, patient product ID 3 093-28, lot# v913910, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient had been having some accidents and no longer felt stimulation starting around a month ago. In the past month, the patient had had three falls and after her first fall she did the ¿butt scoot¿ to the steps of her garage so she could pull herself up. She asked if the ¿butt scoot¿ would have dislodged her components. There was a loss of therapeutic effect and the patient wanted help making adjustments to her stimulation. She had not made adjustments before, and it had previously been done at the doctor¿s office but it had been quite a while. The patient¿s stimulation was on, and she was on program 2 at 1.45. The patient wanted to increase to see if feeling stimulation would help her symptoms, and she increased from 1.45 to 1.90. The patient felt stimulation in her lower spine. Additional information has been requested but was not available as of the date of this report.